Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) if we get new information about this complaint, a follow up report will create.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in brazil): overinfusion / operating unit

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). Result of examination: the history files couldn't read out and analyzed. The device was not communicating with service software hibased. The sample was subjected to a visual and functional examination. The sample arrived without the battery compartment cover. For performing the tests a new battery compartment cover was installed, because without the compartment cover the device doesn't work. A delivery accuracy measurement according was arranged. The device fulfills the required values according to the specifications of the technical safety check (tsc). The complaint could not be confirmed. During the performed delivery accuracy measurement no deviation could be detected. The pump operate within our specification.